Event description:
The hcp reported the patient came to the clinic today for the first refill of their pump since implant. Upon interrogating the pump, the hcp noted a motor stall warning message. The hcp was able to complete the refill and update the pump with success. The patient had been receiving good efficacy and the expected and actual volumes were accurate. The patient had an MRI in 2005 and the pump had not been checked since the MRI. No audible alarm was heard. The hcp performed the alarm test and the audible alarm was reported to be working.